Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfua1400. The device has not been returned to the manufacturer to date. The investigation is underway.

Event description:
It was reported that the pta balloon ruptured on the second inflation at 14 atm while being inflated in a tortuous anastomosis of a native fistula in the upper arm. Reportedly, the balloon was inflated at an extreme angle when the balloon ruptured. Attempts were made to remove the device through the sheath with no success. The catheter was removed together with the sheath as a single unit, but the balloon material separated from the catheter and remained in the pt. The balloon material was surgically removed and a dialysis graft was then implanted. The pt tolerated the procedure.